Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr) in the patient with a thin posterior leaflet. The first mitraclip was deployed without incident. After the second mitraclip was deployed and mr was reduced to grade 1, the gripper line was completely removed without abnormal resistance, when the orientation of the second clip changed. It was suspected that the second clip was no longer attached to the posterior leaflet, but mr was still reduced to grade 1. It is surmised that the posterior clip arm is still attached to something, possibly chordae as the second clip was not moving as a typical single leaflet device attachment (slda) clip moves. Since mr was still with good reduction, a third clip was not required. The slda was suspected to be related to the gripper line removal and possibly the thin posterior leaflet. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history revealed no similar incidents. A definitive cause for the single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.